Event description:
The physician successfully closed an arteriotomy site with the starclose device. The pt stated that she had a nickel allergy and demanded that the clip be removed. The clip was surgically removed from the pt. According to the pt, she was in and out of the hosp for the next two weeks. She also states that during that time period, she was being treated by home care nurses.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.